Manufacturer narrative:
Follow-up # 1 (04/14/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the "error 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 8:35am. The patient claimed she manages her diabetes with pills and diet/exercise. Due to the alleged issue, the patient indicated no action was taken regarding her diabetes regimen. Approximately an hour or so, the patient claimed she was feeling shaky after the alleged issue began. The patient however denied seeking any medical treatment as a result of her symptom. At the time of troubleshooting, the cca noted the correct test strips were used, patient's process for testing was correct, there was no misused of the meter, the meter had been used before, and the alleged error message did not occur after the power button was pressed. The alleged error messaged was resolved through a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged meter issue began.